Manufacturer narrative:
One actual sample was received for evaluation without a cap. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap extended life transfer set. This occurred after doing the very first flush and drain of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. The patient was treated with intravenous vancomycin followed by 2 grams of intraperitoneal vancomycin a couple days later. There was no report of patient injury or medical intervention associated with this event. No additional information is available.